Event description:
It was reported that patient presented in hospital after receiving inappropriate high voltage therapies due to atrial fibrillation with rapid ventricular response. The high voltage lead impedance had decreased to out of range. An alert for possible output...